Event description:
"During removal of ps block doctor noticed crack in femoral condyle. Implant was cemented in place after 4.5 lag screw was placed in the cracked condyle." In 2006- additional info provided by the reporter. "The cracked condyle was noted when the ps block and trial femoral were removed. It is not known whether this occured when impacting the trial or using the osteotome to remove. The crack was a sress crack, not a complete crack."